Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) received a report that the touch screen of the c5 system would not respond during priming. There was no patient involvement. Sorin group (B)(4) requested further information and the return of the product. To date no product has been returned for evaluation. No additional information has been received. Since three attempts were made to retrieve the product and information and no trend increase has been identified, sorin group (B)(4) stated no further investigation is required. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin c5 system would not respond during priming. There was no pt involvement.